Event description:
Rep reported that the ins was replaced due to normal battery depletion.

Manufacturer narrative:
Continuation of d10: product ID 97791. Serial# unknown: product type accessory product ID 97714. Serial# (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2025. Product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). It was reported that patient had loss of stimulation and return of pain. An impedance check was done. 8-15 lead was fractured. Replaced with a new lead.

Manufacturer narrative:
Product analysis pli# 10 product ID# 977a260: analysis identified that #2, #3, and #6 conductors were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.